Event description:
It was reported that during a procedure on (B)(6) 2021, when placing the bone harvesting device on the attachment, a small piece of the attachment broke off. There were fragments generated and it is unknown if they were removed easily without additional intervention. The procedure was successfully completed. Patient status is unknown. This report is for a shaft for trephine attachments. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.